Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the three clips were malformed. The clips were not attaching to the vessels correctly and were falling off when the device was moved away from the vessel. It was not reported if there were any patient consequence. Additional information received on 10/2/97. It was stated by the affiliate that there was no patient consequence. Co changed the consequence to patient field to reflect this additional information.

Manufacturer narrative:
Ees#.976000-c. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, yes; condition of handle halves, good; crimp location, good; jaw condition, good; jaw position, open and shaft condition, good. Functional tests & results: could the instrument be cylced, yes and number of clips fired, 6. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled and fed the clips as designed. The clip form was within design specification. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification. Co strives to understand each incident as it occurs in order to continuously improve co's products.